Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2024-00681 and 1627487-2024-00683. It was reported the patient's leads had migrated and the patients ipg became inoperable following an unrelated surgery. As such, surgical intervention occurred where the system was explanted and replaced to address the issue.